Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a high out-of-range pacing impedance measurement on the right atrial channel, presumably caused by the spring contact issue, that caused a lead safety switch. Technical services (ts) reviewed the device history data, noticing far-field oversensed signals on a ventricular channel, potentially caused by the unipolar sensing programming. In addition, atrial tachy response episodes with myopotential noise on both the ra and right ventricular (rv) channels were noticed. Ts recommended to reprogram unipolar pace with bipolar sense, and a fixed output for both the ra and rv channel. This patient is not dependent, so pacing inhibition has not occurred. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a high out-of-range pacing impedance measurement on the right atrial channel, presumably caused by the spring contact issue, that caused a lead safety switch. Technical services (ts) reviewed the device history data, noticing far-field oversensed signals on the ventricular channel, potentially caused by the unipolar sensing programming. In addition, atrial tachy response episodes with myopotential noise on both the ra and right ventricular (rv) channels were noticed. Ts recommended to reprogram unipolar pace with bipolar sense, and a fixed output for both the ra and rv channel. This patient is not dependent, so pacing inhibition has not occurred. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.